Event description:
Additional information received reported that a side port study was done on the pump, and was "completely normal". The healthcare provider was exploring oral medication compliance as well as other etiologies as the event cause, since the episode had a "sudden onset and resolve after 20 min to an hour at most".

Manufacturer narrative:
Catheter model #: 8709sc, lot # n165504003, implanted on: (B)(6) 2008, explanted on: unknown, (B)(4).

Event description:
It was reported that patient complained of withdrawal symptoms; nausea, vomiting and chills. It was noted that the pump telemetry was "textbook" perfect. The patient reported that the symptoms went away one time after a ptm bolus. A side port study and MRI are planned. The pump was used to deliver hydromorphone.

Manufacturer narrative:
(B)(4).